Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Biopsy was performed on patient. As sample was removed, the metal outer cannula tip of the device was embedded in the sample, the needle pincer was fully exposed. There was no patient harm.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. One opened sample was returned from the customer for review. A visual inspection was performed on the returned products, and it was found that the pincer was bent back and the tri-tips were broken off the tip of the cannula, preventing the device from properly obtaining a sample, hence the complaint is confirmed. There are stringent computer and photographic inspections that ensure the cannula tri-tips are not deformed during the manufacturing process. The tri-tip damage was likely caused by the device striking a hard external surface or a hard object such as a bone or possibly getting caught on some human tissue and pulling back. Since the most likely cause for the damaged needles is not related to a manufacturing issue, no corrective action can be implemented at this time.